Manufacturer narrative:
This follow-up report #1 emdr is being submitted to FDA for a reportable event that occurred outside the USA. The report includes additional information not available/included in the initial report. Additional information: g6 - type of report - noted as follow-up #1. H2 - type of follow-up - noted for additional information. H6 - added codes for manufacturer's investigation: type; findings; and conclusion. The product was not returned to the manufacturer. The investigation was conducted, with the methods and results as noted below. No abnormalities were found in production and inspection records of the product. (Serial no.: (B)(6) ; model: 255) . There were no abnormalities on thesterilization records of the lot. (Tn177). From our investigation, we couldn't confirm the reported event. The exact root cause was not determined. However, based on the available information and our investigation, we believe this event was not caused by our product quality. A review of the most recent complaint trending data indicates that no significant trends have been identified at this time and no CAPA is required as part of the product evaluation.

Event description:
Event occurred in (B)(6) . No product defect. Inflammation occurred after the surgery in about three months. No hyperemia and pain in the eye. The eyesight after the surgery was getting improved as 0.5 to 0.7 but the cell got increased. Vit was done by dr.(B)(6) from (B)(6) hospital on 9th of apr. Pois will be gathered additionally. Problem code: a010102 - device appears to trigger rejection.

Manufacturer narrative:
This initial report is being submitted to FDA for a reportable event that occurred outside the USA. Endophthalmitis is indicated as a potential adverse event related to iol implantation, as stated under the warnings section of the product's instructions for use (IFU). Regarding section h6 - manufacturer's codes for: type of investigation, findings, and conclusion are pending completion of product investigation. Once the product investigation is completed, a follow-up report will be submitted to FDA which will include the manufacturer's codes for type of investigation, findings, and conclusion.

Event description:
Event occurred in japan. No product defect. Inflammation occurred after the surgery in about three months. No hyperemia and pain in the eye. The eyesight after the surgery was getting improved as 0.5 to 0.7 but the cell got increased. Vit was done by dr.(B)(6) from (B)(6) hospital on (B)(6). Pois will be gathered additionally. Problem code: a010102 - device appears to trigger rejection.